Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a pericardial effusion which did not require medical or surgical intervention, however required hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic left ventricular tachycardia with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a pericardial effusion which did not require medical or surgical intervention, however required hospitalization. During ablation, a pericardial effusion was confirmed via echocardiogram. The patient remained stable throughout the procedure. The patient was transferred to the coronary care unit for observation and required extended hospitalization as a result of this adverse event. The patient was reported to be fully recovered. Patient factors cited that may have contributed to the adverse event include ischemic cardiomyopathy. No transseptal puncture was performed. Generator parameters at the time of injury: power 30 watts (not titrated), impedance 93 ohms. Overall ablation time at the site of injury is unknown. Last ablation cycle time at the site of injury was 30 seconds. Irrigated catheter flow was set on 17ml/min and 30ml/min. The patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. No issues were reported with the catheter. No error messages were observed on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/22/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).